Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed that the luer locking adapter sleeve was broken. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal coupler of a clearlink system solution set with duo-vent spike cracked upon removal of IV tubing. This occurred after 21 hours of infusion of propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.